Event description:
It was reported that the pump did not alarmed during a blockage test.

Manufacturer narrative:
Our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection was carried out and damage and no problems were found. The reported complaint of device failing to alarm was confirmed and further technical evaluation revealed that device had a defective pump causing the reported failure. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems occurring during manufacturing of this product in relation to the reported issue. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.